Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd882613 and gd882241) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis in a (B)(6) female patient coincident with dianeal pd2 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd2 ambuflex and extraneal viaflex (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient was hospitalized for an unreported diagnosis. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was discharged from the hospital. Upon a follow up call, the nurse reported the following. On (B)(6) 2011, the patient was hospitalized and on (B)(6) 2011, the patient was discharged with an unreported diagnosis. The nurse confirmed the date of (B)(6) 2011 as the day the patient experienced peritonitis. The cause of the peritonitis was not reported. Treatment was not reported. On an unreported date in 2011, the patient recovered. Dianeal and extraneal therapies were ongoing. The nurse reported that the peritonitis was unrelated to dianeal and extraneal therapies. This is report 1 of 2 involved in this peritonitis event.